Manufacturer narrative:
Conclusion - the unit was scrapped by stryker.

Event description:
It was reported by repair work order that the customer alleged the frame was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by repair work order that the customer alleged the frame was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.